Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
During the investigation of the impella 5.5, automated impella controller - loss of opm data was discovered.

Event description:
The customer reported that the device exhibited an optical/placement signal issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Throughout the case, there were instance of invalid placement signals though none that triggered alarms. The failure described in the complaint did not occur during surrounding usages of this console. The data logs show during the invalid placement signals. The console was returned but the failure mode was not reproduced. The 5s parameters were well above spec. The root cause of the placement signal low alarm was not determined since the failure mode was not reproduced. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Additional information was added to b5 and h10.

Manufacturer narrative:
The investigation of automated impella controller (aic): loss of opm data has been completed. Data analysis: throughout the case, there were instance of invalid placement signals though none that triggered alarms. On the complaint date of 3/29, there was placement signal low alarms confirming the complaint. The failure described in the complaint did not occur during surrounding usages of this console. The realt time (rt) logs show during the invalid placement signals, that the raw optical sensor was spiking to -3276.8 mmhg which intermittently triggered the calculated placement signal to 3002 mmhg. During the placement signal low alarm, the motor current is decreased just beforehand and at that time, signal not reliable (snr) and contrast both improve vastly as placement signal decreases and becomes steadier. Device analysis: the console was returned but the failure mode was not reproduced. The 5s parameters were within specified limits. Additionally, the optical pump connector was found to be clean and the ccd array analog output was good. A pump was run but did not create the placement signal low condition. ¿root cause: there was no loss of opm data found during the case.